Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3550-02, lot# n301701, implanted: (B)(6) 2012, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient experienced extreme burning pain at the battery site when the amplitude was increased from zero. The device was unable to be programmed because the pain at the battery site was so intense. There was no evidence of impedance issues and an x-ray was going to be ordered. The patient has an appointment with her doctor at noon on (B)(6) 2013. It was later confirmed that she was being referred for a psych evaluation. Her doctor was suspicious about the pocket burning. She complained of burning even when the doctor pretended to turn up the stimulation but really did not. There was no decision on revision or removal of system. Additional information received reported that the patient had been sent for a psych evaluation. The indication for use was non-malignant pain and complex regional pain syndrome type I. If additional information is received, a follow up report will be sent.